Event description:
It was reported that the customer experienced high blood glucose levels, was taken to a hospital and treated with a manual injection. The blood glucose reading was 524 mg/dl. The caller also noted that the insulin pump's belt clip broke. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.